Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that while the power was turned on, the data monitor remained black. Analysis of the system log file showed that the host pc did not start up during the previous system start. To resolve the issue, the fse replaced the host pc and reinstalled the software. After the replacement of the host pc and reinstallation of the software, the system was returned to good working order. The defective host pc was returned to philips for further analysis. The analysis identified that three incorrect 4gb dimms were installed instead of the correct 1gb dimms. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.